Manufacturer narrative:
(B) (4). (B) (4). Bleeding. The product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing goods was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01473. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B) (6) 2009. The surgeon noticed the needle appeared to be thicker/more square than the usual round bodied needle. As a result of using this needle, there were larger needle puncture holes, which resulted in excessive bleeding, and later required the patient to return to the operating room due to the continued bleeding for resuturing. Currently, the patient is stable.